Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer's blood glucose (bg) level subsequently decreased to 64 mg/dl. Customer consumed carbohydrates to address bg. The customer went to the emergency room and was treated with juice and gatorade. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.